Manufacturer narrative:
Based on the investigation results it was confirmed that the surgeon was working on vertebrae l4-l5 instead of l5-s1. During the investigation it could be reproduced that an incorrect correlation of the CT image data and the intraoperative c-arm image data was confirmed by the user and used for navigation. The correlation was shifted by one vertebra. That is the reason for the reported inaccuracy. Upon review of the system log files, no error messages were found that could indicate any failures of the hardware and it was determined that the navigation system had functioned as intended.

Event description:
It was reported that while using the stryker navigation system for a decompression and fusion of the spine, the surgeon fused levels l5-s1, when he believed he was fusing l4-l5. It was reported that the preoperative CT scan was correlated with intraoperative 3d c-arm images, but due to poor image quality, the surgeon decided to navigate off of the CT scan using the correlated automatic registration that resulted from the c-arm. The incorrect level of the spine was instrumented on the patient. It was reported that the surgeon identified the problem and acquired a new image set. The surgeon fused l4-l5 as intended using navigation on the new image set. There was a two hour procedural prolongation.

Event description:
It was reported that while using the stryker navigation system for a decompression and fusion of the spine, the surgeon fused levels l5-s1, when he believed he was fusing l4-l5. It was reported that the preoperative CT scan was correlated with intraoperative 3d c-arm images, but due to poor image quality, the surgeon decided to navigate off of the CT scan using the correlated automatic registration that resulted from the c-arm. The incorrect level of the spine was instrumented on the patient. It was reported that the surgeon identified the problem and acquired a new image set. The surgeon fused l4-l5 as intended using navigation on the new image set. There was a two hour procedural prolongation.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.